Event description:
It was reported that before a recanalization procedure, the tip of catheter material was allegedly found to be peeled. There was no patient contact.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the crosser cto recanalization catheter products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheter products are identified. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one 14s crosser cto recanalization catheter was returned for evaluation. During the visual evaluation, the catheter was noted to be separated from the distal tip. No other anomalies were noted in the sample. Based on the findings, the investigation is confirmed for the material separation issue as the catheter was noted to be separated from the distal tip. However, the investigation is unconfirmed for the material deformation issue, as there is no material deformation was noted to the sample. A definitive root cause for the reported material deformation and identified material separation issues could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheter products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheter products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one 14s crosser cto recanalization catheter was returned for evaluation. During the visual evaluation, the catheter was noted to be separated from the distal tip. No other anomalies were noted in the sample. Deformation of the catheter sheath was noted at the distal end where the material had separated from the tip, which is a common occurrence with material separation. Therefore, the investigation is confirmed for material separation. A definitive root cause for the reported material deformation and identified material separation issues could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before a recanalization procedure, the tip of catheter material was allegedly found to be peeled. There was no patient contact.